Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient experienced lung cancer. Medical intervention was not specified. The device was returned in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation, the device was visually inspected and visible foam particles were observed. The device was repaired. The device now belongs to another patient. The customer allegation was not address since it was submitted after the evaluation of the device.